Event description:
Dealer states where the hinges are on the commode are cracked. Dealer states the unit was purchased 3/4/2011 but did not provide a lot number. Dealer was looking for a warranty status. Dealer has been asked to provide a lot number to give a warranty status. No further information provided.